Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (+15.45%). No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with a scratched screen. The customer stated problem was duplicated. Three separate delivery accuracy tests were performed; at least one test was outside of the pump?s delivery accuracy manufacturing specification. The expulsor was replaced to bring delivery accuracy into specification. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.